Manufacturer narrative:
The customer returned both the suspected contour meters and contour test strips from lot # 9bj3b03c for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that at 12:14 a.m. She obtained a blood glucose reading of 90 mg/dl on the contour meter. At 12:15 a.m., she performed repeat testing on the contour meter and on an alternate contour meter obtaining readings of 89 mg/dl and 167 mg/dl respectively. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.